Event description:
Procedure type: unknown. According to the reporter; there was a loss of two bullet size needles from two different device sutures into the sacrospinous ligament following jamming of the handle of the device. The surgeon documented that the risks and benefits favored leaving the needles retained. The surgery was completed without further complication per the operative request.

Manufacturer narrative:
(B)(4).